Event description:
Baxter sales representative phoned in a report on (B)(6) 2010 regarding a customer who was experiencing a leaking stopcock. The stopcock was hooked up to a baby via a central line. The age of the baby is unknown. The nurse noticed that the bed linen was wet. The three-way stopcock part appeared to fall apart. The baby was receiving d15% and intralipids. This leak was noticed after approximately one hour of infusion. As this was being infused via a central line, the facility was concerned about a possible blood stream infection or air embolism. The facility is currently waiting on the culture results. This incident occurred with the elcam three-way large bore stopcock, with an unknown lot number. This incident occurred during patient use. There was unspecified intervention associated with this report. An actual sample is reported to be available. No additional information was provided.

Manufacturer narrative:
(B)(4). Samples have been received but evaluation results have not been completed.a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
The customer reported that she was hospitalized due to a migraine. The customer was very sick and went into a diabetes ketoacidosis. The customer stated that the hospital took off the insulin pump and treated her with insulin drip. The customer stated that the battery was re-installed and the device alarmed. While the customer was getting a new battery, the call got disconnected and no further information was obtained.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes using comfort curve test strips: 102 mg/dl and 447 mg/dl; 140 mg/dl and 70 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). In the initial submission the baxter assigned file number was listed as (B)(4) which is incorrect. The correct baxter assigned file number is (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the product analysis lab received 2 used samples. Both samples arrived in an opened pouch identified with code 2c6201 and lot ur10a30011. Both samples were visually inspected for any obvious cracking or breakage. Each sample was then underwater leak tested. Both samples passed the visual inspection, but failed the underwater leak test. A leak was detected between the stopcock handle valve body and housing. Visual inspection under a microscope showed that the off handle had been turned past the stop. When the stop is over ridden and the housing is deformed, a leak channel is created when the handle is left at that location. Batch review was performed on lot ur10a30011 which was manufactured on 01/30/2010 with satisfactory results.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice display during drain 3. The home patient (hp) had disconnected herself during drain. The technical service representative (tsr) explained the alarm and assisted with troubleshooting. The tsr then advised to press go to start, so old supplies could be removed. The hp would start over that night with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp, the hp stated that she did not remember what had happened, but added that she is doing fine and continuing therapy. Per hp, she did not have any injury or harm as a result of this incident. The hp confirmed that she had also notified the nurse. The hp did not have the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.